Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed insulation pulling out of recharger telemetry module (rtm) donut and fail t6030 (rms voltage at the h field probe). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported their controller and their implant were not charging past 70%. Pt mentioned they usually charged their equipment every night and morning. Pt mentioned their equipment was low battery yesterday and today they charged their equipment from 7:30 a.m. - 11 a.m. And still would not charge past 70%. Pt confirmed no visible damage to the rtm or the controller and denied the rtm getting warmer than usual while recharging. Pt reset the controller and after the reset pt was able to successfully initiate a recharge session. Pt confirmed "recharging excellent" on controller. Pt also confirmed controller battery increased while on the call. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. Pt called back repeating they called earlier about recharging issue. Pt said charging worked for about a half day after the last call but now the ins wouldn't increase in charge. Pt said the controller charged fine to 100%. Pt said the rtm paddle gets hot and at the base where the cord goes into the paddle looked like it was kinda wearing. Pss sent rtm replacement request to repair for the rtm.